Manufacturer narrative:
On september 4, 2014, a respiratory therapist (rt) contacted ikaria regarding a device issue with inomax dsir#: (B)(4). The device was not in use on a patient at the time of the device issue. (B)(4). Device investigation was completed on september 16, 2104. Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for a service investigation. The ikaria regional service center (rsc) investigation confirmed the reported complaint of display is blank. The touchscreen/display having a pink tint then going blank is consistent with reported complaint. The service log review revealed 5 delivery failure (df) alarms were raised due to backlight current below minimum consistent with display backlight failure. The rsc replaced the touchscreen/display assembly and shroud. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause was display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past, which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display-backlight failure (device issue). Case description: this initial, non-serious, device case was received on september 4, 2014 from respiratory therapist (rt) who called ikaria customer care regarding a device issue with inomax dsir serial (B)(4). The device was not in use on a patient at the time of the device issue. On (B)(6), 2014, the rt reported a blank screen and when they unplugged the device, the screen had a pink tint. Then afterwards the screen went completely blank. Inomax dsir serial (B)(4) will be picked up for a service evaluation. Case comment: (B)(6), 2014: the device was not in sue at the time of device issue and did not result in an adverse event; however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).